Event description:
It was reported the device external paddles indicated to shock but shock failed during three consecutive attempts. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This complaint has been deemed a duplicate of pr (B)(4) already reported on MDR number (B)(4) (MFR report number).

Event description:
This complaint has been deemed a duplicate of pr (B)(4) already reported on MDR number (B)(4) (MFR report number).